Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). The article reports that a patient suffered from frequent seizures as a result of a brain injury from an explosion approximately 30 years ago. The patient had a vagus nerve stimulator (vns) implantation to alleviate the seizures. After the vns implantation, the patient reported ¿feeling a ¿horse kick,¿ ¿eye giggling,¿ dizziness, and palpitations intermittently since vns implantation. Her symptoms seemed to be correlated with vns stimulation.¿ it was noted that ¿multiple device program changes of the vns failed to improve the symptoms.¿ the patient presented to the emergency room (ER) due to a nose bleed after a fall resulting from a seizure. The patient was found to have frequent episodes of atrial fibrillation (af) as seen on the electrocardiogram (ECG). The patient was referred for a cardiology consultation. Additional review of the patient¿s history and the fact that the patient refused further changes to vns, it was decided that the patient was to have a pacemaker implanted due to the symptomatic bradycardia and av block. During the implant procedure, device interaction was tested and it was discovered that whenever the vns was turned on, the pacemaker¿s sensing changed. There was no ¿pacemaker inhibition at maximal stimulation output of the vns.¿ the patient¿s symptoms all resolved except the palpitations, which were related to the atrial fibrillation (af) and was improved greatly by adding medication. The article concluded by indicating that the vns stimulation was the ¿real cause¿ of the patient¿s bradycardia and av block. The unexplained symptoms were ¿eliminated by the pacemaker therapy.¿ the devices remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt, a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pacemaker implantation for treatment of symptomatic atrioventricular conduction block caused by a vagus nerve stimulator. Heart rhythm. 2014;11(9):1651-1654. (B)(4).